Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb (coherent fiber bundle). In addition, we the technician confirmed that the control body fluid damage, the forward body frame fluid damage, the side body cover fluid damage, the light source connector fluid damage, the u/d knob broken, the insertion flexible tube perforated, and the insertion flexible tube buckled; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(6).

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).